Event description:
The reported description notes that the cited bedside monitor would emit sounds/tones during the boot phase, and then no alarm sounds were available after the booting up process was completed. There was no pt involvement.

Manufacturer narrative:
(B)(4). The reported description notes that the cited bedside monitor would emit sounds/tones during the boot phase, and then no alarm sounds were available after the booting up process was completed. There was no pt involvement, as this issue was found during monitor installation at the customer site. A customer site visit was performed by a philips technical engineer. It was confirmed that the bedside monitor was producing no audio sound. The monitor's speaker was replaced and the monitor's software was reloaded. After successful MFR approved performance testing, the bedside monitor was returned to customer service. No additional communication was requested from the customer. The low number of similar events and the results of the investigations for these complaints support that there is no emerging or systemic problem. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. The root cause for no audio production from the cited monitor is unk. Speaker replacement resolved the reported issue. No systemic issue has been identified. No additional investigation is warranted.